Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause was determined to be supply bag disconnected without falling as it was reported by the patient. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during peritoneal dialysis therapy. During troubleshooting, it was found that a supply bag disconnected from the set without falling. The technical service representative assisted in clearing the alarm and ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.